Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the consumer did not remove the shield on the bd nano¿ 2nd gen pen needle when taking the injection and insulin was not delivered. The consumer's blood glucose levels were "affected" as a result of not getting insulin. This occurred on 50 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "stated, insulin is leaking onto her hand when taking her injection. Stated, half the box was affected stated, she smells the insulin consumer stated, she was not removing shield before she took injections stated, numbers were being affected because she was not getting her insulin stated, now she understands, she has to remove tear drop labels, outer cover, and shield."